Manufacturer narrative:
The subject device was returned to omsc for investigation. As a result of the investigation, omsc confirmed that the ptfe pad was worn away. There were contact marks on the surface of the probe and non-insulated area. The seal short circuit error occurred when activating. As the result of checking the manufacturing record of the same lot, nothing abnormal detected. Based on the confirmation of the subject device, omsc concluded that the probe damage error occurred, because the surface of the probe and non-insulated area with the worn pad came in contact. The ptfe pad was worn away, because the doctor activated output in seal & cut mode without grasping anything. The instruction manual of the subject device warns; do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. This report is being submitted as a medical device report in an abundance of caution.

Event description:
It was informed that into one hour, the probe damage error occurred during a laparoscopic hepatectomy. The doctor completed the procedure with another device. There was no patient injury regarding this report. (B)(6) 2015, olympus medical systems corp. (Omsc) confirmed that the ptfe pad was partially worn away.